Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was rebooted multiple times, but it remained non-functional. A field service engineer (fse) found a drawer fail icon displayed on the screen, with no storage spaces listed on the recovery screen. To address the issue, the fse manually opened the tower doors to generate failure alerts, then proceeded to recover the failed doors. Once the recovery was completed, the failure icon disappeared, confirming the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower user have tried rebooting pyxis several time and it was not working, requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.